Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had remote manager pockets all/ refrigerator door malfunctioning. The customer canceled the case they were able to resolve the issue with remote manager. No additional information was available. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that a pyxis medstation system had remote manager pockets all/ refrigerator door malfunctioning. The customer stated that the baby fentanyl syringe count keeps popping up onto the screen. I enter the count then completed recovery storage then a few seconds later the syringe count pops up again and recovery was performed again. There were no adverse events or injuries reported based on this event.